Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the pump usb charging port was not able to hold multiple charging cables in place during the charging process. Customer¿s blood glucose value was 124 mg/dl. Customer continued to use pump for insulin therapy. A replacement pump was sent to customer.